Manufacturer narrative:
The tech found the brake casters are the cause which may be due to normal wear and tear. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. The tech replaced the brake casters to resolve the issue. Based on the info, no further action is required.

Event description:
The tech reported the brake caster and brake steer casters are ratcheting when the brakes are engaged. The bed is located in the repair room of the facility. There was no pt/user injury reported. (B)(4).